Event description:
It was reported that they received ¿no twitch from the facial nerve and/or the nerve stimulator not lighting up.¿ they also reported that ¿the devices would stimulate the nerve on occasion, and then on other occasions at the same point on the nerve they would not stimulate the nerve.¿ ¿they were checked for function prior to use via the observation of the red light.¿ it was confirmed that during the procedure, 2 devices malfunctioned, and the 3rd worked as expected. There was no patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant device: 8562010: stimulator 8562010 vari-stim iii 10pk, lot 0207589056 manufactured: 10/16/2013, use before: 10/16/2015.(B)(4). Note: a total of 3 devices, part number 8562010, were received for analysis. It was not possible to determine which devices were for which of the reported lots. All devices were tested together. Product evaluation: received 3 samples for analysis; substance consistent with biologicals were present on the devices. There appeared to be no external damage to the devices. The report confirms use of the devices during a procedure, which is consistent with the finding of biologicals on the device. Per instructions for use the devices were tested by functionality touching the probe tip to the needle electrode; in an "as received condition" without moving the switch, two of the devices would intermittently light which would have resulted in the reported event. The devices were then functionally tested in all 3 positions per instructions for use and there was intermittent behavior while manipulating the switch and tip in all positions. The third device passed all testing.